Event description:
It was reported that the needle detached from the bd¿ allergy syringe, and glue was found inside the cap. This occurred with 25 separate syringes. The following information was provided by the initial reporter: "needle was detached from syringe. Appears to be glued inside cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: the following information has been updated: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-mar-2022. Investigation: h.6. Investigation summary: customer returned (1) loose 1/2ml allergy syringe. Customer states that that the needle was detached from syringe. The returned syringe was examined and exhibited the hub assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #0323185. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the needle detached from the bd¿ allergy syringe, and glue was found inside the cap. This occurred with 25 separate syringes.the following information was provided by the initial reporter: "needle was detached from syringe. Appears to be glued inside cap."